Event description:
The customer reported erroneously low platelet results, for four patients, involving coulter lh 750 hematology analyzer. This is report number three of four. First three results generated messages and the last patient results generated flags and large platelets were noticed. Manual platelet estimate counts were performed which recovered higher platelet results. The erroneous results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
There is no indication service was dispatched for this incident. The cause of the incident is inconclusive. All related medwatch reports associated with this incident: 1061932-2012-01325, 1061932-2012-01324,1061932-2012-01326, 1061932-2012-01327.